Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient returned to the clinic after releasing the implant to the general dentist with pain. Cbct taken and the radiographic reveals infection around the implant at tooth location #6. The implant was removed and another implant was placed. Symptoms as a result of the event: pain.